Event description:
It was reported that upon power on, the device would lock-up and could not be used. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to two shorted and burned integrated circuit chips, designators u48 and u49, from the system controller pcb assembly.